Event description:
It was reported that, during an ukr surgery, the tibial tracker moved and could not be detected on the system. The tracker was moved and the case was aborted once the femur was finished. The tibia was manually cut. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not made available to the designated complaint unit for independent evaluation, therefore, visual inspection and functional evaluation of the device could not be performed. The initial investigator found that after discussion with the customer, the handpiece tracker came off possibly due to ineffective equipment set up by the or staff. It was suggested that the customer ensures that the handpiece tracker was tightened with the t-wrench prior to the case starting. The serial number was not provided. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports of the event. The surgical technique guide released at the time of the complaint provides instructions on the administrative and preoperative procedures. It states in the warning: if at any point during the procedure, you observe that the handpiece tracker array has become loose, tighten the tracker array to the handpiece and recalibrate the handpiece (page 42). The instructions for use contains information, which helps to prevent the reported occurrence. The user likely did not follow the instructions for use. This failure is an identified failure mode within the risk file. Based upon the reported event, we cannot confirm that there was a relationship between the reported event and the device. Factors that may have contributed to the reported event could be lack of efficient operator training and improper equipment set up. Therefore, the root cause of the reported device issue could not be determined.